Event description:
The account generated prism hbcore repeatedly reactive results on 20 donor samples. The donor samples were repeated using another prism hbcore reagent with the expected negative results. No specific donor information or testing data is available. No impact to patient management was reported.

Manufacturer narrative:
Lot number updated from 96862hn00 to the correct lot of 96867hn00. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
The investigation team has completed an evaluation and the results were as follows: - retained reagent kits of prism hbcore, lot number 96867hn00 and 02169li00 (as reference) were calibrated and calibrations met instrument specifications. All control values met control specifications and were found to be within the typical range. To evaluate analytical specificity, reference panels were tested. Panels are internal measurement standards used to test product performance prior to lot release. The reagent kits showed normal performance without false reactive results. All % inhibition specifications were met and found to be within the normal range. - review of test results of a human negative population tested for customer release did not reveal any increased values or indication that the specificity of reagent lot 96867hn00 might be impacted. - review of the complaint records revealed no adverse trend for the complaint lot. - expanded specificity testing was performed. A total of 664 fresh human plasma and serum samples were tested with the complaint lot. Four true-reactive samples, confirmed by reference testing, were obtained, however, no false-reactive result was detected. Specificity was calculated to be 100% in this test setup. Based on this evaluation it is concluded that the prism hbcore reagent, list number (B)(4), lot number 96867hn00, identified in this complaint, is performing acceptably according to the package insert requirements. No product deficiency was identified.

Event description:
Additional data provided on (B)(6) 2011 regarding (B)(6) false reactive with reagent lot 96867hn00 but negative with lot 02169li00. No impact to patient management was reported.(B)(6).

Manufacturer narrative:
(B)(4): no consequences or impact to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, prism hbcore list 1a77, that has a similar product distributed in the us, prism hbcore list 6e66. Evaluation in process